Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported tip/bending section breakage issue could not be determined, however, the issue was likely the result of device wear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following issues: connecting part of bending section and insertion tube, joint was defective, bending angle had a less or value, insertion tube was defective, universal cord cable tube unit had a scratch, light guide bundle had fiber breakings, and insertion part had air leak. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the uretero-reno videoscope, had a broken tip. The issue was found before the procedure. The procedure unknown. There were no reports of patient or user harm associated with this event.  Inspection and testing of the returned device found that the bending tube was broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.